Event description:
Event description guidant received information that during the device changeout procedure a 17 j shock was delivered, this epicardial defibrillation lead exhibited out of range impedance. The right ventricular lead was capped. The impedance with this left ventricular epicardial lead was then 24 - 26 ohms. The impedance with the previous device was also in this lower range. Guidant received additional information that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The physician has expressed concerns with the device's longevity.